Event description:
It was reported the patient had a full vns revision due to high impedance observed. High impedance was confirmed by the company representative prior to the surgery through diagnostic testing. The patient was successfully re-implanted with a new lead and generator on (B)(6) 2016. Attempts for additional relevant information have been unsuccessful to date.